Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. However, it was noted that the pacing percentage was 0 percent. Please note that a pacing percentage of 0 percent does not necessarily mean that no pacing pulses were delivered. In general, a pacing percentage of less than 0.5 percent will be rounded to 0 percent. This does not represent a device malfunction. The header of the device was analyzed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. Also the spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
During the follow up in (B)(6) 2019, the programmer showed that the pacing rate was 0. Pacing can be seen on dynamic electrocardiograms. Evia sr was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.